Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the pyxis medstation es main drawer failure was confirmed by the bd field service engineer (fse); nevertheless, the tests conducted in the dchu investigation laboratory showed proper functionality. According to wo 02152604: the field service engineer reported failures in drawers 4.1 and 4.2. After checking led lights, replacing the drawer board, and reseating the row board cable, rx tech tested the drawer and confirmed functionality. Laboratory inspection confirmed the pcba drawer controller board was received in good condition, showing no physical damage, loose components, fluid ingress, or missing parts. Dchu laboratory testing confirmed the pcba drawer controller board was tested with a calibrated digital multimeter at specific points (d501, mosfet q501, mosfet q601) and on resistors, capacitors, and diodes according to pap and schematic. Hta testing revealed no issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue drawer was not detected on the bus, could not be identified. A visual inspection and functional testing were performed on the returned unit, finding no faults or anomalies throughout the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that no faults or anomalies were observed throughout the evaluation process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected due to a board and cable issue. The field service engineer replaced the drawer board and observed that two row boards were still not showing up. The fse then reseated the row board cable to restore connectivity. After completing the repair, the technician tested the drawer functionality and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.